Event description:
It was reported that remote transmission revealed non-sustained rv oversensing due to myopotential oversensing. Programming changes were made and the issue was resolved.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.